Event description:
General report received of an unspecified number of undocumented incidents of disconnections; subsequently blood loss was noted. The tubing sets were being used to deliver unspecified solutions. The customer contact reported that when the patients' catheters were being flushed or the patients moved around, the male luer adapters disconnected from the patients' catheters. Unspecified amounts of blood loss was noted. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.